Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S.w version 4.11c. The pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. No damage/loose reservoir retainer ring was found during visual inspection.